Event description:
During a procedure with the tenex health system, part of the microtip needle may have separated from the rest of the hand piece and been retained in the patient. The procedure was successful, and the patient has been doing well since the procedure in 2016. The patient recently reported a bit of knee discomfort. A retained tubular foreign body was subsequently identified in the patient's knee under x-ray. The patient has had some other procedures on the same knee since the procedure with the tenex health system. The patient has declined thus far to have the foreign body removed.